Event description:
It was reported that the reservoir leaked. The blood glucose reading was 400 mg/dl. The leak was located at the bottom of the reservoir. The leak is past the second o-ring. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.